Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d), atrial lead and right ventricular (rv) leads were explanted and not replaced. The epicardial left ventricular (lv) lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.